Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the device revealed that the bender features one hairline fracture. The fracture is located on right handle. The fracture starts at the locating pin on the right handle and travel approximately 1.5cm along the thickness of right handle. This damage appears to be stress fracture brought about due to an impact force placed on the bender. A review of the device history record could not be performed as no manufacturing records could be found for this combination. If further information becomes available, this DHR can be revisited. The root cause of the fracture to the french rod bender cannot be determined from the sample and the information provided. However, the noted damage suggests that one possible cause for this failure may likely be that high amount of an unexpected impact force was placed on the bender. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the french rod bender was broken. The product has been quarantined and is available and is being returned. There was no patient involvement. This complaint involves one (1) device.